Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for accuracy during fill/drain 1 & 2, but passed the rite electrical test. The product analysis lab (pal) evaluated the device. The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. No leaks were detected; all pressures were correct and stable. The accuracy confirmation test was performed and failed. The piston foam was replaced with the test article and the accuracy test passed. Temperature verification test was also performed and passed. The assignable cause for rite test failure - accuracy fill/drain 1 & 2 was determined to be deteriorating piston foam. A review of the previous service record showed the device passed all required tests and calibrations prior to its release and no issues were identified that may have contributed to the issue. The previous return of the device was not for any issues related to rite volumetric accuracy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during fill 1, fill 2, drain 1, and drain 2.